Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 377760, lot # n0028033, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0028033, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
The patient reported the spinal cord stimulation (scs) was hurting him in the lower back where the wires were going up into the spinal cord and the patient would like to have it removed. The patient noted it hurt very much. The patient was crippled because of this and one of the things he was crippled for was to remove the pain and now it was causing more pain that he had before. The indication for use was other pain indications ¿ other. The patient later reported he was going to see the doctor on (B)(6) 2015. Additional information received from the consumer reported there was no change in activity level that led to the pain in the lower back. The device did not work and the patient was in very extreme pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.